Event description:
The patient had a cochlear implant in 2001. He experienced a decline in its performance over time, and the device was explanted in 2005. The surgeon observed that there was a loss of insulation on the wire leading to the electrode. The device was returned to the company and an investigation is pending.